Event description:
It was reported via merlin transmission that the device was exhibiting post-paced t-wave oversensing. The patient received inappropriate atp and hv therapy as a result. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.